Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B)(4), which was returned for routine maintenance, it was discovered that the electrode belt would not fire a pulse of the correct width. The last pt to use this electrode belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unk, but appeared to be caused by strain placed on the cable. The electrode belt cable was fixed. The last pt to use this electrode belt did not report any problems with it.